Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 360 mg/dl and a moderate ketone level. Reportedly, customer was using humalog supplies for over 48 hours. Bg was treated via a manual insulin injection and intravenous saline. Reportedly, the customer left the ER 3 and a half hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.